Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint received as: whilst working on females patients, closely to the patient, there was a gas leak escaping from the mask. The caregiver inhaled nitrous oxide (kalinox) and therefore had dizziness and headache, she had to exit to the hallway to ask for help. The masks are not adapted to the faces of female patients, the joints are not sealed so there is a gas leak, gas inhaled by the caregiver. Clinical consequences: the patient did not receive the initially planned dose of gas. The department continues to use these masks while protecting themselves from possible gas leaks with a surgical mask and moving away from the patient. Additional information was received and it was reported both the patient and the caregiver are fine. It was also reported that given the current context, the main concern is that the leaking masks increase the risk for caregivers to be exposed to covid-19.